Manufacturer narrative:
The unique device identifier (UDI #) is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s wound was open, and lead was exposed outside of the body. Lead was explanted. Patient was on antibiotics and the incision was healing well. There were no complications during the procedure. Patient was stable.